Manufacturer narrative:
A third party will repair the unit. No repair information available.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date after calls to customer 11/16/23 and 11/20/23. Block h4: date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that there was a malfunction resulting in the agent falling below 20% during a case. There was no patient injury.